Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter readings. Reportedly, the cgm bg reading was 90 mg/dl, and the meter bg reading was 50 mg/dl. Reportedly, the customer was ¿incapacitated¿ due to low bg. The customer's mother and partner assisted by providing carbohydrates for the customer to consume. Reportedly, the customer experienced some minor scrapes and bruises but did not provide specific details as to how scrapes/bruises occurred.